Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "air in line alarm" which were verified through a review of the event history log by the presence of "air-in-line!". The cause was determined to be a failing ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation experienced false "upstream occlusion!" Alarms during evaluation. The cause was identified to be failing ultrasonic sensor which was replaced.

Event description:
It was reported that a spectrum pump experienced air in line alarms. There was no patient involvement. No additional information is available.